Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip completely came off of the ptd device. As a result a snare was used to remove the tip from the pt. There was a delay in treatment with no pt harm and no pt death or complications reported. Per the sales rep there is no additional info available.